Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switch on the act button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 418 mg/dl. The customer treated 10 minutes to 12 humalog. The customer stated that the numbers were not ramping on their own. The customer was advised that the buttons might be stuck. The customer was advised that to monitor the time display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.